Event description:
Consumer reported complaint for error message (e-3). During the call the meter memory was reviewed and showed a result of hi. Caregiver is calling on behalf of the customer. The customer feels well and did not report any symptoms. Customer got the true metrix go meter on (B)(6) 2024 but could not get a reading on the meter so they decided to go to the hospital. The customer went to the hospital because his blood sugar was and has been out of control; his blood sugar was high and the hospital could not get a reading. He had to go to ICU since they could not bring down, his blood sugar was in the 800s. The diagnosis was high blood glucose and customer was treated with 2 different types of insulin. Customer's medication dosage had been increased. During the call, a blood test was performed by the customer fasting and produced test result of 410 mg/dl using true metrix go meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2025 and open vial date is (B)(6) 2024.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.